Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and determined the syringe was leaking. The fse replaced the leaking syringe and verified the repairs. Instrument is working as expected following repairs.

Event description:
Customer observed traces of conjugate between wells during run of bio-rad hbc assay. No error was generated. No erroneous results were reported.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4)